Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a.) The customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. (C.) The customer flushed the air/water nozzle with water and air. (D.) There were no abnormalities in the accessories used for reprocessing. (E.) The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. The customer¿s allegation of button 2 had scratches was confirmed and was due to physical stress. It was also discovered that the air/ water channel had foreign objects present. Additionally the following findings were reported and are as follows: (a.) Due to wear of the angle wire, bending angle in the up direction did not meet the standard value, (b.) Due to wear of angle wire, the play of u/d knob was out of the standard value, (c.) Adhesive on bending section cover or distal end (a-rubber) had a chip, (d.) Adhesive on a-rubber has a crack, (e.) Due to clogging of the nozzle, water removal ability does not meet the standard value, (f.) Switch box had a scratch, (g.) Adhesive around objective lens was peeled, (h.) The adhesives around objective lens had a white-clouded area, (I.) Adhesive around light guide lens was peeled, (j.) Adhesives around light guide lens had white-clouded area, (k.) The plastic distal end (c-cover ) had a dent, (l.) C-cover has a scratch, (m.) The connecting tube had a scratch, (n.) The switch button 1 had a scratch, (o.) And the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the button #2 on the evis lucera elite colonovideoscope had a scratch. It was unknown when the event occurred. There was no report of patient or user harm associated with this event. During inspection and testing of the returned device, it was discovered that the air and water channel contained foreign matter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope, 3.4 inspection of accessories and 3.8 inspection of the endoscopic system¿ 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 1 confirm that the holes of the valves are not blocked. <> 1 cover the hole in the air/water valve with your finger and confirm that air bubbles are continuously emitted from the air/water nozzle. Olympus will continue to monitor field performance for this device.